Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a trial patient. It was reported that there was bad connectivity and high impedance on all pins when using a wireless external neurostimulator (wens). The lead was non-functioning at time of testing and ¿unrecognized studs.¿ there were no contributing factors. Troubleshooting was performed, several tests done and 2 wens were used to ensure reliability. It was decided to remove the lead and replace with a new lead. Clinical consequences were: lengthening of the operating time and difficulty in starting a delicate and very difficult procedure again. Re-tunneling was not required for the new lead. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-feb-2029, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead h3: the lead was returned for product analysis. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.